Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after suspending insulin delivery and overcorrecting a prior low with rapid-acting carbohydrates, and the agent guided the user to resume insulin delivery with subsequent stabilization of blood glucose. Symptoms included high glucose up to 290 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no outside assistance, no ketone testing, and resolution with troubleshooting and education. Investigation included complaint handling, user interview, and troubleshooting support. Investigation of this case revealed no device malfunction reported, the infusion set in use was a cd 23-inch set, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.